Manufacturer narrative:
Additional information: (UDI), (method, results, conclusions) - the product was not returned and no photos were provided, so an evaluation could not be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. A review of the manufacturing records did not identify any issues that would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the thread of a blocker broke during surgery. The blocker was removed and replaced with an alternative blocker to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the thread of a blocker broke during surgery. The blocker was removed and replaced with an alternative blocker to complete the procedure. There were no reported patient impacts associated with this event.